Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker revealed the right atrial (ra) lead had noise due to lead insulation damage. The physician visually confirmed the insulation appeared to have worn down through friction due to movement in the body. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.